Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-02014, 1627487-2020-21105, 1627487-2020-21108. It was reported that the patient experienced an infection at the lead site. As a result, the patient had the leads and anchors explanted and replaced. Effective therapy was confirmed and the infection is resolved.

Manufacturer narrative:
Correction h6 - patient code should be 2446 instead of 1930.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.